Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 68(trace pointers are invalid), pump error 49(history pointers failed. The history pointers are corrupted), and received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the keypad anomaly, and the customer was unable to clear the alarm. Troubleshooting was also performed for the pump error. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Unit passed self-test. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No unexpected keypad unresponsive noted. Unit was able to download successfully using thus software. The long trace history file confirms pump error 49 alarm on (B)(6) 2025 19:06:27:000 pm, and pump error 68 was confirmed on (B)(6) 2025 19:06:27:000 pm due to moisture damage on electronics assembly. Unit received with cracked battery tube threads and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unresponsive keypad was not confirmed. Pump error 49 and pump error 68 alarm was confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.